Event description:
It was reported that during a da vinci s surgical procedure the instrument cable was noted to be broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a broken cable. Per the customer reported complaint, engineering evaluation found that the nonconformance was a loose pitch cable. Both pitch cables were loose. The housing was removed and the pitch cables were found loose at the clamping pulley, but no loose clamping pulley screw was found. Both pitch cables were also observed to be frayed as well. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.